Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and reservoir leak. Customer's blood glucose level was 368 mg/dl. Customer received multiple motor error alarms in the last 30 days. Troubleshooting for reservoir leak was performed. Customer advised they have fluid in the reservoir chamber due to the insulin pump pushing insulin out of the reservoir and tubing connector into the chamber. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.